Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review was performed and revealed there were no related system errors to have occurred during the ion procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that a pneumothorax occurred after an ion procedure. The physician stated it was caused by the biopsy of the 25x16x22mm lesion, which was taken from the right middle lobe of the lung and was abutting the pleura. The ion did not exhibit any issues or behaviors that contributed to the event. The procedure was completed without incident. A diagnosis was not obtained. The patient exhibited chest pain, shortness of breath, and tachycardia post operatively. A chest x-ray showed a pneumothorax. The pneumothorax was 30 percent and did not increase in size. A chest tube was placed with a 14 french pigtail catheter. The patient was already an inpatient, and the pneumothorax did not prolong the hospitalization. The patient was discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.